Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to unknown reasons. The omnipod personal diabetes manager (pdm) displayed an auto off alarm, stating that could not communicate with the pod. No further information was provided on this event.